Event description:
It was reported that the patient came to emergency room due to low heart rate. The device had no pacing output, no telemetry response and could not be interrogated. It was also noted that the device had been checked four months ago and there was a concern with how quickly the device battery went from pre-elective replacement indicator (eri) to end of life (eol). The device was removed and replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.